Manufacturer narrative:
The exact date of the event is unknown. The provided event date sep 10 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 17674232/17604868/17919976/17919976, model/catalog description: lead extension kit 35cm. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16029479/16438799, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent explant for an unknown reason.